Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and capsular contracture, baker grade iii-IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Health professional additionally reported capsular contracture, baker iii-IV, implant was "high-riding", and "capsule was very firm and hard". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, identified the device to be underweight, and also observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified a smooth break on the anterior. Based on the device analysis the final assessment is a smooth break due to smooth opening.

Event description:
Health professional reported right side rupture. Health professional additionally reported capsular contracture, baker iii-IV, implant was "high-riding", and "capsule was very firm and hard". Device was explanted.